Event description:
It was reported that at implant the lead could not be implanted because the patient's branches were too small. The lead was not used and the patient will get an epicardial left ventricular lead later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).